Event description:
It was reported that the newly connected implantable cardioverter defibrillator (ICD) was exhibiting spurious sensing. An implantable tachy lead was reseated but then the wrench would not fit into the setscrew which was observed to be outside the cylinder lying on its side. A new ICD was implanted in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).